Manufacturer narrative:
(B)(4).

Event description:
Anesthetics were offered for the surgery but ¿were compromised¿ and not given.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the dat of the event, when the patient's parent realized the sensor wire was missing, they went to the hospital. No symptoms were reported from that moment. At the hospital, first an ultrasound was done which did not detect anything, but an x-ray showed the detached sensor wire. The day after the patient underwent a surgery to remove the sensor wire. Anesthetics were offered for the surgery but ¿were compromised¿. The patient received 3 stitches after the surgery and was given a prescription for augmentin antibiotic, 7.5ml (one spoon), twice a day for 4 days. A follow up x-ray confirmed that the sensor wire was removed successfully. At the time of the report, the patient was doing good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.